Manufacturer narrative:
The reported oad was received for analysis. There was no damage observed that would have contributed to the event. A guide wire passed through the oad, and the oad spun on all speeds and functioned as intended. At the conclusion of the device analysis, the reported event of a perforation and dissection was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Investigation conclusions code 22: the diamondback coronary orbital atherectomy device instructions for use states that perforation and dissection are a possible adverse events which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback pluto coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed, severely calcified right coronary artery (rca). The rca was 3.5mm in diameter. There was a bend in the proximal segment of the rca, and lesions were present throughout the entire vessel. The physician decided to advance the oad past the rca bend using glideassist mode and only treat the mid and distal segments with orbital atherectomy. A temporary pacemaker was inserted. The rca was wired with a non-csi guide wire, and a wire exchange was performed using a microcatheter for the viperwire guide wire. Imaging showed no issues. The oad was inserted, and glideassist was used to advance the crown to the mid rca. Nine treatments were performed in the mid and distal vessel. The oad was removed, and a perforation with extravasation and a dissection were observed on the angiogram extending from where the device treatment had occurred. The patient had remained stable. Multiple balloon inflations were performed with 2.5 mm sized balloons as it was noted that 2.75 mm balloons were unable to cross the rca bend. The temporary pacemaker activated for approximately one minute, and the patient's blood pressure dropped. The heart returned to its own rhythm, and the patient blood pressure increased. A guide extension catheter was inserted, and additional 2.5, 2.75, and 3.0 mm non-compliant balloons were able to cross the rca bend. Two 3.0x48mm stents were placed. Angiography showed that extravasation was still occurring. Additional, long serial inflations were performed, however, extravasation still remained. Two additional stents were placed and post-dilated to 3.5mm. No additional extravasation was seen via angiography. The patient was transferred to the intensive care unit (ICU), and the patient was stable and talking. An echocardiogram performed in the ICU showed only a small pericardial effusion, and no additional treatment was required. The patient was discharged during the week of (B)(6) 2020.